Event description:
Edwards received information that this biprosthetic valve required viv intervention, 9 years after implant due to aortic regurgitation and high gradients. There were no adverse events reported.

Manufacturer narrative:
Reported device was not returned to manufacturer as it remains implanted. Without receipt of the device the reported clinical observations cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.